Event description:
Device issue: none. Adverse event: hematoma and death. Onset of adverse event: during vessel closure and post procedure. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, on (B) (6) 2010, two drug eluting stents (des) were implanted in the rca successfully. No resistance or difficulty was noted during the arteriotomy closure. After the sutures were deployed and the vessel closure was completed, the physician observed bleeding at the puncture site. A femostop was applied to complete hemostasis. The pt developed a very large hematoma at the puncture site. No retroperitoneal hemorrhage, anemia or hemodynamic shock was reported. Later in the afternoon on (B) (6) 2010, the pt was transferred to another hospital for a surgical procedure. The surgical procedure was to treat the puncture site (hematoma and vessel damaged). The pt died on the morning of (B) (6) 2010. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.